Event description:
The patient (B)(6) received two double octrode leads for an occipital nerve stimulation trial procedure (off-label) which lasted two months. It was reported one of the leads had eroded. The physician elected to cut the first three contacts of the lead. It was noted that effective stimulation has been achieved and the patient is now implanted with a permanent therapy system. Follow up on this matter revealed the affected area has fully healed. Clarification regarding the cut contacts and additional device information have been requested; however, no further information was available at the time of this report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.